Event description:
It was reported that during a lap cholecystectomy procedure, there was a problem with clip formation on the device. The site used a second device to complete the case with no pt consequence reported.

Manufacturer narrative:
Date sent: 07/10/2007. Information anticipated, but unavailable at this time.